Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 21, 2014-may 22, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and normal flow was observed from the device. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow. This was noted after filling of the device with 200ml of an unknown solution. There was no patient involvement. No additional information is available.